Manufacturer narrative:
(B)(4). Evaluation summary:the device was returned for evaluation. The reported event was confirmed. Based on the visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a superficial femoral artery interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient was described as morbidly obese. Per the instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients who are morbidly obese (body mass index greater than 35 kg/m). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.